Manufacturer narrative:
Complaint confirmed. The motor experienced a stall during troubleshooting rewind attempts. The device was disassembled and an unknown debris was found in the pinion gear of the drive train.

Event description:
It was reported that during an infusion set change the user repeatedly received alert 38 indicating consecutive stalled motor events when attempting to rewind, and multiple restarts and dry runs were unsuccessful, prompting transition to backup therapy and shipment of a replacement device. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin delivery with the user reverting to an alternative therapy. Investigation included customer troubleshooting and education by support personnel. Investigation of this case revealed a motor stall malfunction consistent with an insulin drive system failure during the rewind process. It was concluded, based on previously established findings for similar reports, that the cause was an unknown device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.